Manufacturer narrative:
(B)(4) pannus overgrowth. Additional manufacturer narrative: it was identified, through review of source documentation provided, that the device was explanted due to prosthetic mitral valve stenosis, secondary to structural valve deterioration (svd). During explantation, there was extensive pannus overgrowth. Calcification degeneration was also noted. It was decided to replace the mitral valve with a mechanical valve. Patient also had aortic valve replacement and tricuspid valve repair performed. Patient comorbidities include: permanent atrial fibrillation, pulmonary hypertension, severe tricuspid regurgitation, history of tobacco use. Patient's postoperative course was complicated by thrombocytopenia, renal failure, respiratory failure and prolonged inotropic/pressor requirement. He expired on (B)(6) 2013 following a change in status to comfort measures only. There have been no allegations that the edwards valve caused or contributed to the patient's death. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the event, no additional information or sample for evaluation was received. Due to the explanted device not being returned to edwards for analysis, the root cause of the reported event could not be assessed. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately nine (9) years. The explanted valve was replaced with a non-edwards device. During the initial notification of the event, it was reported that the patient expired. However, despite repeated attempts to receive further information regarding the event, no additional information was received and the reason for explant remains unknown.